Manufacturer narrative:
The device has not been returned for evaluation; therefore, the investigation is inconclusive for the retraction failure and detachment as no objective evidence has been provided to confirm any alleged deficiency with the recanalization catheter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the event indicated that model cre14s recanalization catheter experienced failure to advance and a detachment. This report was received from one source. The device was used in the patient. The patient is a (B)(6) year-old male, of unknown weight. There was no reported patient injury.